Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies difficult or non-detachment as potential complications associated with use of the device.

Event description:
As reported, web sl 8x4 was used for the procedure but the device was not able to be detached so the device was retrieved. The procedure was complete with another web successfully. The patient was reported stable.